Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few days post-implant, the cardiac resynchronization therapy pacemaker (crt-p) might not have been capturing. The patient's heart rate was reportedly fluctuating between approximately forty and seventy beats per minute. It appeared that the device was only pacing around forty beats per minute. When a magnet was placed on the device the patient' heart rate went up, down,and back up again. The crt-p remains in use. No further patient complications have been reported as a result of this event.